Manufacturer narrative:
Follow-up #1 (09/19/2012) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an error 2 message on her one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient and obtained the following information: the patient mentioned that on (B)(6) 2010 at night prior to going to bed she had tested her blood glucose and had obtained a result of 70 mg/dl and had reduced her dosage of insulin. She did not exhibit any symptoms at the time of testing. The following morning around 6:00 am her husband noticed that she was unresponsive and then tested her blood glucose and obtained a result of 40 mg/dl. He then attempted to treat her with glucose gel and then tried to treat her with juice was unsuccessful. He then attempted to test her blood glucose again and obtained an error 2. He attempted several times and was unsuccessful. He then had to contact ems, and when they arrived her blood glucose was 50 mg/dl and they treated her with IV glucose and took her to the hospital. The patient mentioned that she had regained consciousness prior to going to the ER. She was in the ER till noon and her reading prior to being discharged was in the mid to high 100's. Patient mentioned that her husband was really upset, because the meter had not been working. She claims that if the meter had worked properly, he wouldn't have needed to contact the paramedics. While troubleshooting, the reported issue was not resolved and the meter was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event since the patient was already in injury prior to testing. The patient's husband was able to initially obtain a result on the meter, which correlated with her symptoms and treatment. The complaint is being reported since the error 2 message was not resolved.

Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.